Manufacturer narrative:
Analysis found that the proximal and distal insulations were cut/damaged at 5.3 cm from the connector pin. Both insulations were also damaged at 12.5 cm from the connector pin due to the suture sleeve being tightened too tightly. The damaged distal insulation could cause a short circuit between the proximal and distal coils resulting in loss of capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Event description:
It was reported that the right ventricular lead exhibited capture anaomalies. Upon extraction, an exposed wire was noted. The lead was replaced.